Event description:
A materials manager reported that a knife was dull during a procedure. There was no impact to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. A bent tip was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned, the root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).